Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the scratches and dents on the instrument suggests heavy use of the instrument resulting in a fracture. The root cause of the event was determined to most likely be due to wear that inducted fatigue/breakage.

Manufacturer narrative:
Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Event description:
It was reported patient underwent a verasnail tibial rodding procedure on (B)(6) 2013. During the procedure, the reamer shaft fractured while reaming the tibia. The reamer shaft was removed with the ball tip guide rod and the nail was inserted in order to complete the procedure.